Manufacturer narrative:
(B)(6). This event occurred in (B)(6). Na.

Event description:
The customer's mother complained of discrepant inr results when she tested the customer on coaguchek xs meter with serial number (B)(4). The customer received a result of 3.7 inr with a "c" data flag at 6:37 p.m. Product labeling states that a result with a "c" means the hematocrit level is very low or the blood sample may not have been collected properly (e.g. Wet hands). The customer is advised to repeat the measurement making sure the hands are dry. If the "c" flag continues to appear, a hematocrit check should be performed. In this case, the customer's mother stated there were no sample collection issues and she did not know the customer's hematocrit. During a review of the meter memory, the result of 3.7 inr was not found. At 7:02 p.m. The customer was re-tested on the meter with a result of 2.7 inr. At 8:00 p.m. The customer was re-tested on the meter again with a result of 2.4 inr. During a review of the meter memory, this result is listed as occurring at 9:03 p.m. During a review of the meter memory, there was an additional result of 1.0 inr at 9:31 p.m. The customer's therapeutic range is 2.0 - 3.0 inr. The customer is not taking heparin. No adverse event occurred. The customer feels well. The meter and test strips were requested for investigation. Relevant retention test strips (lot 294943) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Testing results: donor #1: retention meter and master lot strips: 2.4 inr, retention meter and customer strips: 2.4 inr. Donor #2: retention meter and master lot strips: 2.3 inr, retention meter and customer strips: 2.3 inr. The obtained qc results were in the allowed range. No error messages occurred during the investigation. The returned customer material and retention material comply with specification.